Manufacturer narrative:
The reported events of under-sensing and low pacing impedance were confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing found the internal shorts between conductors due to the damaged inner insulation. Visual inspection and destructive analysis of the lead found cuts in the insulation consistent with procedural damage.

Event description:
It was reported during implant procedure that the atrial lead exhibited under-sensing and low pacing impedance. The lead was successfully exchanged. The patient was stable and asymptomatic.